Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b3, b4, b5, d1, d4, d6, d7, d11, e1, e3, g4, g7, h1, h2, h4, h6, h10. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through the siris outlier report "2019 ¿ gts+g7", that zimmer biomet uncemented stem-cup combination was used inprimary total hip arthroplasty. The patient underwent revision due to femoral loosening where the femoral components were removed. No additional patient consequences were reported.

Event description:
It was reported through the siris outlier report "2019 ¿ gts+g7", that zimmer biomet uncemented stem-cup combination was used in primary total hip arthroplasty (on unknown date from 2015-2018). Subsequently, the patient underwent a revision procedure and the acetabular components and femoral components were removed. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information and correction. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10 the device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. 6 similar complaints have been recorded for gts stem all references regarding revision and loosening within a year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated.  The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision due to loosening it was reported through siris outlier report 2019 (gts + g7 zimmer biomet) that revisions due to loosening occurred between 2015 and 2018 for uncemented stem-cup combination used in primary total hip arthroplasty.